Event description:
The user reported the roller pump speed was not consistent. No other details regarding the nature of the event were provided. The user reported there was no patient involvement during this event. This was a request for repair of the device.

Manufacturer narrative:
Evaluation in progress but not yet concluded.